Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone balloon kypho plasty for primary osteoporosis. It was reported that there was a leak in the blood vessel when filling the cement with l4. It was determined that there were no problems because the leakage stopped midway, so the additional cement was not refilled and it was completed. Afterwards, a different cement was used to fill the l3 and fixate it backward. Other than the l4bkp, there were no problems. No patient symptoms were reported. No further complications were reported/anticipated.